Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device on the left side had migrated and could not be found / migration of essure device (location of device: left coil)"), pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy") in a 30-year-old female patient who had essure (batch no. A14903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure" and device ineffective "device ineffective". The patient's concurrent conditions included multigravida, vaginal delivery, parity 4 ((B)(6) 2005; (B)(6) 2006; (B)(6) 2012; (B)(6) 2016) and dysuria. Concomitant products included ketorolac tromethamine (toradol), nsaid's since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 4 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure device from the right side removed on (B)(6) 2016) and surgery (bilateral salpingectomy - only left side found). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, tooth disorder, anxiety and depression outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: on (B)(6) 2016, she went to the hospital to get the essure device removed due to complications. The doctor was only able to remove the essure device from the right side. The essure device on the left side had migrated and could not be found. The doctor searched the abdomen and pelvis and was unable to locate the essure device. She did not experience any complications of her unintended pregnancy or delivery. A few weeks after removal pain decreased. Diagnostic results: the placement on the left side, which was done first, was suboptimal as there were 11 coils outside the tubal ostium, only 1 coil outside the right side which was done second. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: plaintiff fact sheet was received. Events added from pfs- depression and mental anguish. Events onset date were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("essure device on the left side had migrated and could not be found") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure (batch no. A14903) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure device from the right side removed on (B)(6) 2016) and surgery (essure device from the right side removed on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2016, she went to the hospital to get the essure device removed due to complications. The doctor was only able to remove the essure device from the right side. The essure device on the left side had migrated and could not be found. The doctor searched the abdomen and pelvis and was unable to locate the essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: patient demographic, essure removal date (B)(6) 2016, essure lot number a14903, events (pregnancy post implant and device ineffective) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("essure device on the left side had migrated and could not be found / migration of essure device (location of device: left coil)") and pregnancy with contraceptive device ("post implant pregnancy") in a 30-year-old female patient who had essure (batch no. A14903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure" and device ineffective "device ineffective". The patient's concurrent conditions included multigravida, vaginal delivery, parity 4 ((B)(6) 2005; (B)(6) 2006; (B)(6) 2012; (B)(6) 2016) and dysuria. Concomitant products included ketorolac tromethamine (toradol) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 4 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure device from the right side removed on (B)(6) 2016) and surgery (essure device from the right side removed on (B)(6) 2016). At the time of the report, the pelvic pain was resolving and the device dislocation, pregnancy with contraceptive device and tooth disorder outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: on (B)(6) 2016, she went to the hospital to get the essure device removed due to complications. The doctor was only able to remove the essure device from the right side. The essure device on the left side had migrated and could not be found. The doctor searched the abdomen and pelvis and was unable to locate the essure device. She did not experience any complications of her unintended pregnancy or delivery. On (B)(6) 2017 patient underwent bilateral salpingectomy - only left side found. Diagnostic results: the placement on the left side, which was done first, was suboptimal as there were 11 coils outside the tubal ostium, only 1 coil outside the right side which was done second. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("essure device on the left side had migrated and could not be found / migration of essure device (location of device: left coil)") and pregnancy with contraceptive device ("post implant pregnancy") in a 30-year-old female patient who had essure (batch no. A14903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff denies undergoing an essure". The patient's concurrent conditions included gravida ii, vaginal delivery, parity 4 ((B)(6) 2005; (B)(6) 2006; (B)(6) 2012; (B)(6) 2016) and dysuria. Concomitant products included ketorolac tromethamine (toradol) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 4 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (essure device from the right side removed on (B)(6) 2016) and surgery (essure device from the right side removed on (B)(6) 2016). At the time of the report, the pelvic pain was resolving and the device dislocation, pregnancy with contraceptive device and tooth disorder outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: on (B)(6) 2016, she went to the hospital to get the essure device removed due to complications. The doctor was only able to remove the essure device from the right side. The essure device on the left side had migrated and could not be found. The doctor searched the abdomen and pelvis and was unable to locate the essure device. She did not experience any complications of her unintended pregnancy or delivery. On (B)(6) 2017 patient underwent bilateral salpingectomy - only left side found . Diagnostic results: the placement on the left side, which was done first, was suboptimal as there were 11 coils outside the tubal ostium, only 1 coil outside the right side which was done second. Most recent follow-up information incorporated above includes: on 17-may-2018: events- "dental problems, plaintiff denies undergoing an essure", reporter added. Pregnancy outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device on the left side had migrated and could not be found / migration of essure device (location of device: left coil)') and pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure (batch no. A14903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure" and device ineffective "device ineffective". The patient's concurrent conditions included multigravida, vaginal delivery, parity 4 (B)(6) 2005; (B)(6) 2006; (B)(6) 2012; (B)(6) 2016) and dysuria. Concomitant products included ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish") and depression ("psychological or psychiatric problems condition:depression"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy - only left side found and essure device from the right side removed on (B)(6)2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, tooth disorder, anxiety and depression outcome was unknown and the pelvic pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: on (B)(6) 2016, she went to the hospital to get the essure device removed due to complications. The doctor was only able to remove the essure device from the right side. The essure device on the left side had migrated and could not be found. The doctor searched the abdomen and pelvis and was unable to locate the essure device. She did not experience any complications of her unintended pregnancy or delivery. A few weeks after removal pain decreased. Patient received treatment for migration. Diagnostic results: the placement on the left side, which was done first, was suboptimal as there were 11 coils outside the tubal ostium, only 1 coil outside the right side which was done second. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device on the left side had migrated and could not be found / migration of essure device (location of device: left coil)') and pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure (batch no. A14903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure" and device ineffective "device ineffective". The patient's concurrent conditions included multigravida, vaginal delivery, parity 4 ((B)(6) 2005; (B)(6) 2006; (B)(6) 2012; (B)(6) 2016) and dysuria. Concomitant products included ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish") and depression ("psychological or psychiatric problems condition:depression"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy - only left side found and essure device from the right side removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, tooth disorder, anxiety and depression outcome was unknown and the pelvic pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: on (B)(6) 2016, she went to the hospital to get the essure device removed due to complications. The doctor was only able to remove the essure device from the right side. The essure device on the left side had migrated and could not be found. The doctor searched the abdomen and pelvis and was unable to locate the essure device. She did not experience any complications of her unintended pregnancy or delivery. A few weeks after removal pain decreased. Patient received treatment for migration. Diagnostic results: the placement on the left side, which was done first, was suboptimal as there were 11 coils outside the tubal ostium, only 1 coil outside the right side which was done second. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of event severe pelvic pain was updated to recovered/resolved. Reporter causality comment was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("essure device on the left side had migrated and could not be found") in a female patient who received essure for contraception. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (essure device from the right side removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered pelvic pain and device dislocation to be related to essure. The reporter commented: on (B)(6) 2016, she went to the hospital to get the essure device removed due to complications. The doctor was only able to remove the essure device from the right side. The essure device on the left side had migrated and could not be found. The doctor searched the abdomen and pelvis and was unable to locate the essure device. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. Essure device from the right side removed. The essure device on the left side had migrated and could not be found. Pelvic pain and device migration are regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur following essure insertion procedure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact date and mechanism of device migration are not known. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. Essure device was removed from the right side. The essure device on the left side had migrated and could not be found. Pelvic pain and device migration are serious due to their medical significance and they are regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur following essure insertion procedure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified (device dislocation). In this case, the exact date and mechanism of device migration are not known. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.